Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event central regurgitation was confirmed based on information available up to date. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 6 years and 11 months post tavr with a 26 mm edwards sapien 3 valve in the aortic position, the patient underwent a transcatheter aortic valve-in-valve (viv) procedure due to severe aortic regurgitation." Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per the field clinical specialist (fcs), approximately six years and eleven months after the initial transcatheter heart valve (thv) procedure using a 23 mm sapien 3 valve, the patient underwent a valve-in-valve intervention with a non-edwards valve due to moderate aortic regurgitation. Ongoing surveillance has been maintained given chronic concerns. The most recent transesophageal echocardiogram (tee) demonstrated normal sinus rhythm and a preserved left ventricular ejection fraction (lvef) estimated at 60-65%. The prosthetic aortic valve exhibited a normal gradient with moderate aortic regurgitation and trace paravalvular regurgitation. Mild mitral regurgitation was also noted. No thrombus was observed in the left atrial appendage, and there was no evidence of pericardial effusion. The visualized portions of the aorta appeared normal.